Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous superior mesenteric artery (sma). The physician was attempting to pass this 6.0x14x90cm express sd stent delivery system (sds) through a previously placed express sd stent into the sma. The previously placed express sd was placed right at the takeoff of the sma protruding into the aorta. The physician encountered resistance passing the previously implanted stent and as a result, the stent of the 6.0x14x90cm express sd dislodged from the sds. The stent was snared from this location, it did not embolize. The patient is being brought back on a later date to stent the sma using a radial approach. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous superior mesenteric artery (sma). The physician was attempting to pass this 6.0x14x90cm express sd stent delivery system (sds) through a previously placed express sd stent into the sma. The previously placed express sd was placed right at the takeoff of the sma protruding into the aorta. The physician encountered resistance passing the previously implanted stent and as a result the stent of the 6.0x14x90cm express sd dislodged from the sds. The stent was snared from this location, it did not embolize. The patient is being brought back on a later date to stent the sma using a radial approach. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: in their (B)(6) (years). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned without the stent implant. An examination of the stent delivery system found that the tip was flared. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).